Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cabinet monitor was blank when the customer tried to issue medication. A technical support specialist (tss) guided the customer to press the power button located underneath the monitor to turn it on. Once the monitor was online, the tss remotely accessed the system, started the application and confirmed that the customer was able to issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet monitor was blank. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.